Event description:
It was reported that the pt circuit exhalation line has a tendency to pop off the side of the ventilator at random times. This has resulted in the pt losing his breath quickly to the point of starting to pass out and turing blue. The pt's oxygen sats would drop to the 80's. The pt is manually ventilated until the exhalation line is pushed back on the side of the ventilator.